Event description:
Plaintiff reports initial implantation of the implant 3/9/78 with replacement 5/17/79. Pt alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone . "